Event description:
When attempting to flush IV rn noticed that there was saline coming from the hub of the t connector. Rn changed out the t connector and no further issues. Upon further inspection there was some sort of crack underneath the cap of the tubing causing the leak.